Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.